Event description:
The customer contact reported the device touchscreen does not work. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse pt events, no need for med intervention, and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, it was reported that the touchscreen intermittently did not work event after calibration. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.